Event description:
It was reported that the user experienced a low glucose event while using a dexcom g7 with the ilet, with the lowest continuous glucose reading of 42 mg/dl and treatment with oral glucose juice; breakfast and lunch announcements were less than half of usual, suggesting the system could be maladapted, and the user declined consistency in carb content, prompting a transfer for a potential factory reset. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention requiring medication and were characterized as a serious injury or illness. Troubleshooting and education were completed. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.